Manufacturer narrative:
On (B)(6) 2019 the field service engineer performed a preventive maintenance which had acceptable results. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Country of origin is (B)(6). The most recent calibration and qc results were acceptable. There was no indication for a performance issue of reagent or instrument. The centrifugation appears too high and speed appears too fast.

Event description:
The initial reporter received questionable high elecsys ft4 assay results for 2 patients from the cobas 6000 e 601 module. Patient 1: the initial result was 33.74 pmol/l and the rerun result, ran on (B)(6) 2019, was 13.86 pmol/l. Patient 2: the initial result was 29.74 pmol/l and the rerun result, ran on (B)(6) 2019, was 13.22 pmol/l. The rerun results matched the patients history. The questionable results were not reported outside the laboratory. The reagent lot number was 41024801 with an expiration date of 31-may-2019.